Event description:
A malfunction alarm labeled as malf 12 was reported, although there were no notable events leading to it. Blood glucose levels did not exceed 500 mg/dl, suggesting there was no adverse impact on the customer's condition. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappears and acknowledged this directive.